Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Received a call med center PICC nurse stating, PICC was placed on (B)(6)2024 by PICC rn. Patient was discharged home on (B)(6) with PICC in place. Patient was receiving home abx and dressing changes. Patient returned back to the facility on (B)(6)2024 with reported issues with PICC. Rn assessed the line at that time and reported cathflo was given and that the PICC was positional at times but working. This was reported a few other times and cathflo was given by outpatient infusion. Patient received the last abx treatment on (B)(6) but was instructed to keep PICC in until (B)(6). Patient came into the outpatient infusion center and rn was called about the PICC leaking. Nurse assessed the site and noted leaking. PICC was removed and at the 10.5cm mark a hole was noted. Prior xray was done before the removal of the PICC and it was reported by the account that there was a kinked noted on the PICC per xray imaging around the 10cm mark. External cm reported was 7cm. Securement used was securacath. No impact was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing. A small amount of use residue was observed on the device in the returned photograph. No other damage to the catheter could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, received a call med center PICC nurse stating, PICC was placed on (B)(6) 2024 by PICC rn. Patient was discharged home on (B)(6) with PICC in place. Patient was receiving home abx and dressing changes. Patient returned back to the facility on (B)(6) 2024 with reported issues with PICC. Rn assessed the line at that time and reported cathflo was given and that the PICC was positional at times but working. This was reported a few other times and cathflo was given by outpatient infusion. Patient received the last abx treatment on (B)(6) but was instructed to keep PICC in until (B)(6). Patient came into the outpatient infusion center and rn was called about the PICC leaking. Nurse assessed the site and noted leaking. PICC was removed and at the 10.5 cm mark a hole was noted. Prior xray was done before the removal of the PICC and it was reported by the account that there was a kinked noted on the PICC per xray imaging around the 10 cm mark. External cm reported was 7 cm. Securement used was securacath. No impact was reported.